Event description:
The clinician reports the implant was inserted (b)(3) 2023 in ada 8. On 2023-11-01, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding and increased sensitivity. No further patient complications were reported.